Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The blood glucose level of the patient was 6.5 mmol/l. It was stated that this was second occurrence of multiple pump error alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarms during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.